Event description:
It was reported that during follow-up it was noted that several vt episodes were detected due to post-sensed t-wave oversensing. Decrease in r waves were also noted. The pace/sense portion of the lead was capped and replaced with a sense/pace lead. The defib portion remains active. The patient condition was good after the event.